Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet experienced a brief loss of communication with the user's dexcom g7 continuous glucose monitor (cgm), which reconnected without intervention. No adverse clinical symptoms reported. Outcomes included no medical intervention and no health impact. User support included coaching to monitor for recurring disconnects and direction to contact customer care or dexcom if the issue recurs. Investigation of this case revealed that the transient communication interruption resolved with reconnection and did not impact blood glucose management. It was concluded, based on previously established findings for similar reports, that the cause was due to a temporary signal loss without a reproducible malfunction.